Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); lack of information (cause of endoleak is unknown). Conclusion: known inherent risk of procedure (endoleak); lack of information (cause of endoleak is unknown). (B)(4).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported by the physician that a recent scan of this patient showed an apparent type iii endoleak in the iliac limb of the aneurx stent graft. An endurant 16x16x124 iliac limb was implanted in the eare of the leak and the endoleak was successfully resolved. The cause of the type iii endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.